Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient had some cardiac complications and was sent for a cardiac consult.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Patient underwent a thrombectomy procedure with the use of an angiojet® catheter. The patients creatinine levels have went from 0.7 measured prior to the procedure to 2.9 two days later. Patient is still an inpatient, waiting for creatinine level to come down.